Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented with low, out of range pacing lead impedance. Noise was also observed on the near and far field channels. It was suspected that the noise may be due to patient activity in their workshop. A subsequent follow-up showed that the pacing lead impedance returned to within normal range, near implant values. There were no adverse consequences to the patient.